Manufacturer narrative:
The insulin pump passed the self-test, error test, displacement test, rewind, off no power test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. We were unable to verify prime alarm due to motor error alarms. We were unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarms. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.